Event description:
Reporter alleged that a neonate received the following results at the following times: 23 mg/dl at 02:20, on the lab (draw time) 34 mg/dl at 02:21, on the meter 79 mg/dl at 03:29, on the meter 63 mg/dl at 03:32, on the lab (draw time) 65 mg/dl at 06:15, on the meter 50 mg/dl at 06:15, on the lab (draw time) reporter stated that the neonate received d-10w at 2:30 based on the meter result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.